Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One introducer sheath and corresponding dilator were returned for evaluation. The dilator was returned inserted into the sheath. The distal tip of both the sheath and dilator appeared to be damaged, with both appearing to curl outward. Based on this finding, the investigation is confirmed for the introducer damage, specifically damage to the introducer sheath and dilator. It is likely that the damage to the sheath and the damage to the dilator both occurred as a result of the same failure, which likely occurred during insertion per the reported event details. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include insertion technique, steep insertion angle and insufficient sized skin nick. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 1808561 implantable port during port device implant, when advancing, the tip of the dilator allegedly curled up. It was further reported that a new port device was used to complete the procedure. This report was received from one source. This event involved one patient with no reported patient injury. Patient age, weight, and gender not provided.